Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, the lenses were noted to be opacified. The surgeon does not believe this is glistenings and stated, "never seen anything like this." No vision complaints have been reported by the pt, according to the surgeon. Additional information was received from the surgeon that the pt was diagnosed with glaucoma for many years and that the pt had thrombosis with obstruction of the central retinal vein (no vision in the left eye). It is unk when these events occurred. There are two medical device reports associated with this event. This report is for the left eye. The right eye has previously been reported under MFR report #1119421-2013-00503.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).